Manufacturer narrative:
Manufacturer's report date: 12/24/2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Manufacturer's report date: 07/29/2015. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reports primary tubing infusion chemotherapy finished 12 hours early. No leaking was actually observed but there was liquid noted on the floor. No pt harm or medical intervention was reported. No additional patient/event info was provided.